Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, that the pump touch screen was delayed in responding to presses and unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.